Manufacturer narrative:
Error messages indicative of a hard drive (hdd) failure. Defective device requested for repair and failure investigation.

Event description:
(B)(4).

Manufacturer narrative:
Device available for evaluation. Device evaluated by manufacturer. The central monitoring system (cns) has a blue screen, and there was no causal event as far as the customer knows. Upon reboot the screen states showing an "inaccessible boot device" message. Defective device requested for failure investigation. Error messages indicative of a hard drive (hdd) failure. The unit was evaluated and the reported problem was duplicated. Hard disk drive needed to be replaced. The unit also booted up with a warning sound, and the cpu fan was running intermittently. The cpu fan with heat sink needed to be replaced for that problem. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.